Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the femoral artery that was heavily calcified. A high-torque supra core 190cm was used to gain femoral access. The hi-torque supra core 35 guide wire was pushed through the access needle and into the artery. There was difficulty when advancing and the guide wire could not advance any further and failed to cross. During removal, the guide wire caught on something and the tip coils appeared to have unraveled. The operator felt a slight raised point close to the distal top when loading into the sheath. The patient had previous interventions in the groin and has an old vascular patch in situ at the access site in the femoral artery. Also, the patient's groin is scarred and calcium is present. Another device was used to successfully complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual and dimensional inspection was performed on the returned guide wire and the reported stretched coils were confirmed. The kinked tip was unable to be confirmed as there were no kinks visible on the guide wire. The reported failure to advance and difficulty to remove from the anatomy were unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties of kinks, difficulty to remove, stretched coils and failure to advance appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.